Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs # 1225714-2014-02840, 1225714-2014-02841, 1225714-2014-02842, and 1225714-2014-02843.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 then, on or about (B)(6) 2012, experience another cardiovascular event and subsequently expired on the same day after the use of the product.